Event description:
During tests for a new software release the engineering dept tested a rep of transducers and determined that it was operating at temperatures exceeding the maximum limit of (ul 601-1) after approx seven (7) minutes. Testing was then performed on released software and the same issue was discovered. Maximum temperature is reached after thirty minutes of continued use of the transducer with ultrasound systems.

Event description:
During tests for a software upgrade release, high operating temperatures were found to occur with various trasnducers after 7 minutes or longer continuous use. The same conditions were found to occur after 30 minutes or longer using current software.

Event description:
During tests for a new software release engineers tested one (1) ev8c4 transducer on the sequoia ultrasound system and determined that the device reached a temperature of 46.5 degrees centigrade when used under the ffollowing condition 1) color doppler mode at 6 mhz display frequency; and 2) 70 mm transmit zone placement using a shallow imaging depth. This measurement under this condition can exceed the 41 degrees centigrade limit in approximately seven (7) minutes; and does not reach the maximum temperature until after 30 minutes of continued use.